Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400687660. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Volumetrics of 100ml/hr and 10ml tested in spec at 99.8ml or 99% of expected volume, therefore, issue reported was not confirmed.

Event description:
As reported by the user facility: pump experienced over infusion issues.